Event description:
Patient's family member called lfs in 2003 alleging the meter would not power on when a test strip was inserted into the meter while attempting to test. Patient's family member stated that the meter was functioning the day before. The patient was unable to test in the morning therefore did not take any insulin. Patient's family member reported high blood glucose symptoms of thirst and anger while attempting to test. Family member called the hospital and was given advice by a nurse. Family member was told the amount of insulin to give patient and patient felt better afterwards. The issue with the meter was not resolved with troubleshooting. No further information has been reported. The case is being documented as a malfunction becase the patient was exhibiting symptoms prior to attempting to test on the meter, and patient was able to test the night before, therefore the meter did not contribute to the event.